Event description:
During a clinical trial remarqable, sponsored by bwi, it was reported that a male patient underwent an atrial fibrillation procedure with a navistar® thermocool® electrophysiology catheter and at the end of the procedure suffered cardiac tamponade which required pericardiocentesis, 2 units of fresh frozen plasma and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that it's possible the event occurred when using the ablation catheter to pace for phrenic nerve stimulation during mapping phase in the right atrium. Settings during the event include: irrigation flow of 4 ml and baylis needle was used.

Manufacturer narrative:
Additional information was reported on (B)(6) 2015, informing that approximately 7 days post-procedure patient suffered pseudoaneurysm, which was graded as severe and required left femoral aneurysm exploration and repair. The patient¿s outcome was reported as resolved without sequelae at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is definitely procedure related. However, we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17092794m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: nmarq generator, us catalog #: unknown, serial #: unknown; product name: carto 3 system, us catalog #: fg540000, serial #: (B)(4); product name: coolflow pump ship config ide, us catalog #: m5491131i, serial #: (B)(4); product name: coolflow pump ship config ide, us catalog #: m5491131i, serial #: (B)(4); product name: circ ablat 10rng ctr circ loop - ide, us catalog #: d132214si, lot #: 16105919la; product name: webster 20 pole, us catalog #: d728260rt, lot #: 17171615m; product name: soundstar® 3d diagnostic ultrasound catheter, us catalog #: sndstr10, lot #: 1823568; product name: lasso® 2515 nav eco variable catheter, us catalog #: d134301, lot #: 17187190l. (B)(4).